Event description:
Medtronic received info that this bioprosthetic valve, implanted 2.5 years was explanted, due to stenosis. It was reported that the explanting surgeon felt the valve was too small for this pt and was replaced with a larger valve. It was also reported that the surgeon did not feel the event was related to a valve malfunction; rather, attributed to the need for a larger valve size. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4): evaluation: method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to long suture tail and pannus. Analysis: upon receipt at medtronic's quality laboratory, remnants of several pledgets remained attached to the sewing ring and were embedded in host tissue. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow of all cusps. Small tears and abrasions through the free margin of the non-coronary and left cusps appeared to be associated with long suture tail wear or contact with the bias cloth. Glistening off-white pannus lined the existing sewing ring on the inflow, extending over the tissue and base stitching, into all inferior coaptive areas and 1 to 3 mm onto all cusps, significantly reducing the inflow orifice area. Tan thrombotic host tissue lined and stiffened the outflow margin of attachment of all cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.